Event description:
On (B)(6) 2013, the reporter contacted animas, alleging the display has gradually dimmed over the past 1-2 months. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 01/22/2014-device evaluation: the pump has been returned and evaluated by product analysis on 01/10/2014 with the following findings:investigation revealed the display screen was dim and discolored.

Manufacturer narrative:
Product analysis completed on 01/09/2014.